Manufacturer narrative:
The device, used treatment, was returned for evaluation. A visual inspection of the returned cutting block confirms the spiked cross bar and screw came apart from the device. The spiked cross bar and screw was not returned with the device. The device was manufactured in 2014. The device exhibits signs of significant wear and usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during procedure, screw backed out on the back of the item. Procedure concluded with a backup device from smith and nephew, without a delay or an injury.